Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is no temporal or causal relationship between the patient event of fluid volume overload and the liberty select cycler as reported by the pd nurse. There was no direct correlation between the event and the liberty select cycler. Based on the available information, the liberty select cycler can be excluded as causing or contributing to the fluid volume overload. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension. It contributes to left ventricular hypertrophy and is a major contributor to cardiovascular disease, the leading cause of death in all dialysis patients. It is also associated with hypoalbuminemia, malnutrition, inflammation, and atherosclerosis; and it is a significant cause of technique failure, especially in long-term pd patients. Fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Awareness that any one factor alone may not explain an individual pd patient¿s volume overload is important and one should avoid thoughtlessly attributing all fluid overload to membrane-related ultrafiltration failure (uff). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a follow up call, this peritoneal dialysis (pd) patient reported that they were hospitalized for two (2) weeks due to fluid overload. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient admission to the hospital on (B)(6) 2019 and stated that the fluid volume overload was unrelated to use of the liberty select cycler or pd therapy. The pd nurse would not elaborate on a cause; however, reiterated that there is no direct correlation between the liberty select cycler and the patient event. The patient continued pd therapy on the liberty select cycler during hospitalization with no reported issues. The patient was discharged on (B)(6) 2019 with all issues resolved. No additional information was provided.